Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was found that the connector corroded. Also, connector oxide was found in contamination findings and the device was scrapped. The device's event log was reviewed by the service center and found the error #130 error was logged. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Manufacturer narrative:
The manufacturer received information regarding a dream station auto CPAP. The device was returned to a third-party service center. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, connector oxide was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. The device's event log was reviewed by the service center and found the error #130 error was logged. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Box h: evaluation results code grid, component code grid, conclusion code grid, remedial action init (rfb) &recall (z) number (rfb) updated.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.